Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer's blood glucose value was 400 mg/dl at the time of the incident. Another blood glucose level was unknown. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose was vomiting, and at the time of hospitalization the customer had a symptoms of feeling sick. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.